Event description:
It was reported that during use of this bone punch for a rotator cuff procedure, the distal tip broke off in the surgical site and was not retrieved. The surgeon completed the procedure using another bone punch. There was no significant surgical delay related to this event. To date, the status of the patient is unknown.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for evaluation, and confirmed the distal tip measuring approximately 0.052mm was detached. A material hardness test was performed on this device and met manufacturer hardness specifications. This device is made of 17-4ph stainless steel. A cytotoxicity study using the mem elution method found this material (17-4 stainless steel) non cytotoxic. This material, however, is not meant for implantation. The surgeon will be provided this information. The instructions for use provides the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged.